Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant worked fine where they could empty their bladder freely but later they began having a bunch of leakage issues, especially at night. The patient stated they were fine laying down but when standing, it would come out. The patient stated they felt something in the vagina or bladder area that was bothering/annoying but it did not hurt. The patient stated it felt like something was going to come out like a bowel movement or something but nothing does. The patient stated it occurred off and on, especially when sitting. The patient stated they had tried a couple of things regarding adjustments with their programmer. Syncing with the programmer showed stimulation was on at 2.6v on program 3. The patient was redirected to their healthcare provider, and stated they were waiting for a call back. The patient also mentioned they did not have any pain following the implant. No further complications were reported. Additional information was received. It was reported the device was ¿supposed to help¿ the patient ¿a lot because they were leaking a lot,¿ and that for the first 2 or 3 weeks their therapy was wonderful. They further reported that now they could hold their urine but sometimes they didn¿t make it to the bathroom, especially at night. The patient reported they had tried to adjust their programmer and they had it set between 4.3v and 5.0v. The patient stated they went back to their health care physician (hcp) about a week ago to tell them ¿it just feels like something¿was ¿not in place.¿ the patient reported it felt like something was hitting the bottom of their rectum or vagina and the hcp redirected the patient to call patient services. Given the patient was reporting medical symptoms, the patient was redirected to follow up with their hcp. There were no further complications reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had pressure on their rectum and changes in their bowel movement. They also stated that when urine comes, there is no stopping. It was noted that they had been very concerned, and had tried to work with the device, but no new steps had been taken to resolve their symptoms. No further patient complications are anticipated or expected as a result of this event.